Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed approx. 27 cm and 27.5 cm distal to the is-1 connector pin in the region of the suture sleeve deformations of the outer conductor coil. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. With regard to the dislodgement mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the mechanical analysis did not show any peculiarities. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
Ous MDR - this lead was explanted the day after implant because it dislodged multiple times. There were no adverse patient side effects reported. The lead was returned.